Event description:
It was reported that the issue is "maintenance motor broken". There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to have a damaged dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the root cause was due to the motor service being over-due. The motor was replaced to address the issue. The dso seal was also replaced as it was degraded. The service history review had no indication that the complaint was related to a service of the device within the review period.